Manufacturer narrative:
Event summary: clinical issues were encountered during a cryoablation procedure, the patient experienced cough and shortness of breath. An echo was performed and showed minimal anterior and posterior pericardial effusion. Additionally, the patient experienced a drop in blood pressure and became tachycardiac. The case was aborted while the patient was under general anesthesia. Echo revealed that the patient had a significant effusion. The mapping catheter 2ach20/10963888 was not returned for investigation. In conclusion, clinical issues (cough, shortness of breath, pericardial effusion and hypotension and tachycardiac) were encountered during procedure. There is no indication of catheter malfunction related to the adverse event. The mapping catheter was not returned for investigation. The case was aborted while the patient was under general anesthesia. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the patient experienced cough and shortness of breath. An echo was performed and showed minimal anterior and posterior pericardial effusion. Additionally, the patient experienced a drop in blood pressure and became tachycardiac. The case was aborted while the patient was under general anesthesia. Echo revealed that the patient had a significant effusion. Medication was given and a pericardiocentesis was performed. Ultimately, the effusion resolved with only a minimal effusion and the patient was hemodynamically stable at discharge from the lab. This patient was part of the stop af first clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.